Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sensor alerts are not correct. The customer's blood glucose reading was 80 mg/dl at the time of incident. Troubleshooting found that the sensor alerts were turned off and troubleshooting assisted customer with basal settings, sensor settings and clearing a bad battery alert. Troubleshooting found that the customer used an old battery instead of a new one. Customer declined further troubleshooting.